Manufacturer narrative:
An investigation of the reported events in underway and a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a patient underwent a brain diffusion examination on the magnetom verio system. The examination was conducted with no incident and the patient was released. The following day, the patient returned to the hospital with a second degree burn approximately 10cm in diameter on the left hip.

Manufacturer narrative:
Siemens has conducted an investigation of the reported event. The system was checked by a service engineer. No abnormality or technical defects were found which could explain the described injury. The patient was undergoing a brain examination and the patients head was in the magnet iso center. The body region in which the injury was reported was far out of the area in which the magnetic field is generated. A root cause for the described wound could not be determined.